Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A week after generator change, home monitor alerted of a lead impedance less than 200 on the ventricular pacing lead. When the physician went back in, there was damage to the v pacing portion of the df-1 lead. A new ICD lead was placed. Caps were placed on the pacing and shock portions of the lead. Svc remains plugged into the can only as a plug. No adverse patient events were reported. Should additional information become available, this file will be updated.